Manufacturer narrative:
Us customer contacted cepheid to discuss 6 patient discrepant samples running on xpert xpress cov-2/flu/rsv plus. All patients were not showing symptoms at the time of collection. Customer's procedure is to recollect and retest any positive result on a different analyzer. If new sample results negative, original sample is tested again. Patient 1: mid-turbinate sample collected using young innovations microbrush nasopharyngeal test swabs in copan. Sample processed per pi and inverted 10 times for mixing. On(B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. Sample was processed per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 2: mid-turbinate sample collected on (B)(6)2022 using copan regular polyester swab in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6) 2022. Sample was processed per pi, inverted for mixing. On (B)(6)2022, ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 3: mid-turbinate sample collected on (B)(6)2022 using copan regular polyester swab in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample (B)(6)2022. The sample was processed per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 4: mid-turbinate sample collected on (B)(6)2022 using young innovations microbrush nasopharyngeal test swabs in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. The sample was process per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 5: mid-turbinate sample collected on (B)(6)2022 using copan regular polyester swab in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample using young innovations microbrush nasopharyngeal test swabs on (B)(6)2022. The sample was process per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 6: mid-turbinate sample collected on (B)(6)2022 using young innovations microbrush nasopharyngeal test swabs in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. The sample was process per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. This case involves 6 asymptomatic patients who tested weakly positive for sarscov2 by the xpert xpress cov-2/flu/rsv plus test but had prior negative test results and no evidence of covid-19. A repeat xpert xpress cov-2/flu/rsv plus test was negative in 5 persons and positive in one. A second swab in all 6 persons was negative by the xpert xpress cov-2/flu/rsv plus test. Examination of raw pcr data shows no evidence of product malfunction or interference. As all persons were regularly tested, prior infection and shedding is unlikely. No reported harm to persons tested. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss 6 patient discrepant samples running on xpert xpress cov-2/flu/rsv plus. All patients were not showing symptoms at the time of collection. Customer's procedure is to recollect and retest any positive result on a different analyzer. If new sample results negative, original sample is tested again. Patient 1: mid-turbinate sample collected using young innovations microbrush nasopharyngeal test swabs in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. Sample was processed per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 2: mid-turbinate sample collected on (B)(6)2022 using copan regular polyester swab in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. Sample was processed per pi, inverted for mixing. On (B)(6)2022, ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 3: mid-turbinate sample collected on (B)(6)2022 using copan regular polyester swab in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample (B)(6)2022. The sample was processed per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 4: mid-turbinate sample collected on (B)(6)2022 using young innovations microbrush nasopharyngeal test swabs in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. The sample was process per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On(B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 5: mid-turbinate sample collected on (B)(6)2022 using copan regular polyester swab in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample using young innovations microbrush nasopharyngeal test swabs on (B)(6)2022. The sample was process per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Patient 6: mid-turbinate sample collected on (B)(6)2022 using young innovations microbrush nasopharyngeal test swabs in copan. Sample processed per pi and inverted 10 times for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Result provided to medical director. Recollected sample on (B)(6)2022. The sample was process per pi, inverted for mixing. On (B)(6)2022, run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director. Retested original sample. Sample processed per pi, inverted for mixing. On (B)(6)2022, the customer has this sample run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result provided to medical director.